Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the instrument has been received, but the failure analysis investigation has not yet been completed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that a piece of the yellow joint at the distal end of the permanent cautery hook (pch) instrument broke off inside of the patient. The surgeon was not able to retrieve all of the fragments; a tiny piece was left in the patient. The surgeon was not concerned about retrieving the remaining fragment and considered it irrelevant. The procedure was completed robotically. Intuitive received the following additional information via follow up: the pch instrument cautery was being used to dissect the gallbladder off of the fossa of the liver. The hook was stationary when the surgeon noticed the yellow piece fell off. No abnormal functionality was noted. No collisions had occurred. The wrist was straightened when the instrument was removed. No damage was noted to the cannula. No additional damage was found to the instrument upon removal. The patient has not returned to the hospital due to post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the distal idler pulley missing from the base of the distal clevis. The idler pulley was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.